Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t experienced a power failure during use. The power was toggled back on and the unit powered down again. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported issue. All pumps, heating and cooling functions were tested simultaneously and continuously for 1.5 hours and the issue was not duplicated. The unit and pumps were run for three days while maintaining set points and the reported issue was still not reproduced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be confirmed, a root cause was not determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t experienced a power failure during use. The power was toggled back on and the unit powered down again. There was no patient injury reported.